Event description:
Procedure type: unk. According to the reporter, the screws of the latch detached during the procedure. The surgeon recovered the screws in the umbilicus of the pt. Surgical time and incision were not extended. No further pt or procedure details was provided. No pt injury was reported.